Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt experienced severe abdominal pain post implant. The pt was sent to the ER. The pt's medical history included a surgery for perforated colon in (B)(6) 2011. The pt has since been experiencing bouts of abdominal and severe gas pains. The physician correlated that the abdominal pain was due to severe gas build up and was related to the pt being ventrally positioned during the implant procedure. Follow-up on the pt indicated, the pt's abdominal pain has subsided. An EKG and CT scan indicated normal cardiovascular and gastrointestinal activity respectively. A myelogram was taken to examine the spinal cord. The physician does not believe the pain was device related. The pt has been successfully programmed and reported effective coverage. All issues have been resolved.